Event description:
Dr. Has implanted 6 artelons and explanted one after approximately 1 year. Another may have been explanted or revised. The removed artelon was not returned to us for analysis. Dr. Hay reported little tissue ingrowth and much bio-absorption of the implant. Dr. Has agreed to obtain the lot#, patient age and stage or arthritis. When rec'd, a follow-up report will be filed.

Manufacturer narrative:
No conclusion can be drawn as product was not returned for eval.